Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.the manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 reference MFR. Report#: 3006705815-2018-01066 it was reported the patient experienced a wet tap during a trial lead implant on (B)(6) 2018. The physician decided to abort the trial implant procedure. The patient did not have any symptoms post procedure. On (B)(6) 2018, the patient was evaluated for a severe headache with back pain. The patient was admitted to the hospital. An MRI confirmed there was no dural tear. The physician has determined the issue is most likely not related to the trial procedure. The patient has been discharged to a skilled care unit.